Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 70 mg/dl. The customer¿s blood glucose was 25 mg/dl at the time of incident and current blood glucose 178 mg/dl. The customer¿s other different blood glucose were 20 mg/dl and 40 mg/dl. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not allege pump was over delivering. The customer was treated with glucagon shot. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.